Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cardiovascular anastomosis procedure, the needle of the device detached. They used another strand to resolve the issue in order to complete the case. There was no patient injury.